Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pulse generator, atrial, and right ventricular leads exhibited noise. The system was explanted and replaced. No patient symptoms were reported. No further information was reported. Related manufacturer reference number: 2017865-2019-16812. Related manufacturer reference number: 2017865-2019-16813.